Event description:
It was reported that at a routine follow-up appointment, the physician observed, low, out-of-range pacing impedance measurements (less than 200 ohms) from this right atrial (ra) lead. Provocative maneuvers were performed, which showed evidence of myopotential oversensing. The pacing threshold measurements were also slightly increased, but all other lead parameters were stable. The physician suspected potential insulation damage to be the cause of the myopotential over-sensing and low impedance measurements. However, the physician elected to continue with remote monitoring and re-assess the lead within a month. At this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.